Event description:
A review of the medical records indicated that, during primary surgery, the patient suffered an intraoperative fracture that was treated with 3 dall-miles cables. The patient complained of pain over posterior thigh where crimps were located. On (B)(6) 2007, the surgeon cut and removed the 3 cables.

Manufacturer narrative:
The devices were reported to be unknown dall-miles cables. No catalog number or lot code was provided. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving an unknown dall-miles cable was reported. The event was confirmed. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿based on the information available for review, there is no indication that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation.¿ device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: there is no evidence the reported pain was caused by faulty prosthetic design or manufacturing/material factors. During primary surgery, the patient suffered an intraoperative fracture that was treated with 3 dall-miles cables. The patient complained of pain over posterior thigh where crimps were located. During the revision, the surgeon cut and removed the 3 cables.

Event description:
A review of the medical records indicated that, during primary surgery, the patient suffered an intraoperative fracture that was treated with 3 dall-miles cables. The patient complained of pain over posterior thigh where crimps were located. On (B)(6) 2007, the surgeon cut and removed the 3 cables.